Manufacturer narrative:
Initial reporter facility name: initial reporter address: (B)(6). Initial reporter city: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after one hour and thirty-four minutes of treatment with an ak 98 machine, the patient¿s blood pressure (bp) dropped to 99/67 mmhg and the venous pressure was observed to be high (no values provided). Initially, the ultrafiltration (uf) volume was set to 1.6l. After the event, the uf volume was reduced, and 2500 ie heparin was administered. Approximately, 20 minutes later, the patient experienced palpitations, chest tightness, and general discomfort. The bp was 101/71mmhg. Treatment was discontinued and the extracorporeal (ec) blood was returned to the patient. The patient lost 2.7kg in two hours of treatment. There was no report of any additional medical intervention provided no additional information is available.

Manufacturer narrative:
Additional information: b5, b6, b7, d10, h3, h6, h10. B5: upon follow-up, it was reported that during treatment a fluid leak was observed behind the ak 98 machine. No alarms were generated. H10: the device was evaluated on site and repaired by a hospital technician. Visual inspection observed a fluid leak from the u9000. The ultrafilter was changed as the interface of the bacterial filter bracket leaked. The most probable cause was due to the filter not being properly installed. The filter was replaced and the machine run normally. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.